Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient's controller "no power alarm" did not sound during smr upgrade. A controller exchange was performed and it was stated that there were no effects or consequences to the patient. No additional information provided.

Manufacturer narrative:
One smr upgraded controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "no sound". The reported event could not be confirmed. Analysis of the device revealed that the unit passed visual examination and functional testing. The "no power" alarm sounded during functional testing. An additional run test was conducted on the controller for 60 minutes and the controller activated the "no power" alarm as intended when both power sources were disconnected. Log file analysis revealed that the controller did not have any data in the data files. This indicates that the controller in question was likely a back-up controller that was not in use for an extended period of time. As a result, it's likely the internal (B)(4) battery was depleted during the reported event. The most likely root cause of ther reported event can be attributed to a depleted internal (B)(4) battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.